Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure. During use on the small bowel anastomosis, the stapler fired approximately 5mm and made a crunching sound then stopped firing. A new reload was tried and the same event occurred again. A new handle was used to complete the case. The device in question was test fired with additional reloads with no issue. No patient injury.